Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4)

Event description:
Information was received from a healthcare provider (hcp) and a company representative regarding a patient receiving intrathecal lioresal (concentration 500mcg/ml; dose 105mcg/day) via an implantable infusion pump. Additional patient medications included flomax 0.4mg by mouth daily. Patient history included primary lateral sclerosis, spasticity, bilateral weakness, and dysarthria. Medication allergies included prevacid and protonix. Multiple motor stalls and recoveries occurred and were confirmed by pump interrogation. The patient had not had recent magnetic resonance imaging (MRI). On (B)(6) 2015 the patient and his wife noticed a sound from the pump which was for 3 events. The sound lasted a few seconds and occurred every 20 minutes. During pump refill on (B)(6) 2015 the expected residual volume (erv) was 3ml while the actual residual volume (arv) was 3.5ml. At this time the patient reported he heard a funny sound from the pump. The patient was asymptomatic. Pump event logs confirmed 2 motor stalls with recoveries on (B)(6) 2015 and no other issues since then. The patient thought he was riding around in his van at the time of the motor stalls. It was noted that the patient had a power wheelchair, advanced computer and microphone/speaker systems so he was surrounded by technical equipment because of his advanced amyotrophic lateral sclerosis (als) and other diseases. An alarm test was performed with the patient's pump and the patient did not confirm they were the same sounds he heard on (B)(6) 2015. The hcp told the patient to call right away if they heard anything from the pump or had a change in symptoms. Per the hcp, 1 event occurred on (B)(6) 2015. No actions or interventions were taken to resolve the motor stalls. The cause of the motor stalls was unknown; however, the hcp stated that the patient had a voice amplifier on his chest near the pump. It was unknown if the motor stall issue was resolved. There were no patient symptoms and as of (B)(6) 2015 the patient was doing well with no changes in his condition.